Event description:
As reported by the e-cypher study, this pt presented to cath on with stable angina (ccs2) and 2-vessel disease was found. Pre and intra-procedure medications included plavix, asa and beta-blockers. Pre-procedure cardiac enzymes levels were not available. Pci was performed on a 90% confirmed restenotic lesion (after stent) in the mid lad of 20mm in length in a 3.0mm diameter vessel. The (b2) eccentric lesion was characterized with an irregular contour, moderate calcification and thrombus absent. The lesion was not pre-dilated before deploying two everlapping stents. First deployed was one 3.0/23mm cypher stent at 14 atm with satisfying results. Deployed next was one 3.0/13mm cypher stent at 14 atm with satisfying results. Residual diameter stenosis measured 0%. Timi iii flow was recorded pre and post-procedure. It was also noted "distal the 23mm stent, prox. The 13mm."